Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 303367 and lot number 4305196. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 303367 & batch # 4305196. It was reported by customer that while extracting the medication from the vial to syringe the access cannula snapped as it was being pricked into the vial. Verbatim: rcc received a complaint via email. I¿m reaching out because we received a safety report from clinical staff regarding bd item # 303367 (vial access cannula, needleless, blue). Please see noteworthy incident details below: 1. Description: the bd vial access cannula ref: 303367 lot: 4305196 (B)(4) 6 exp: 2029-12-31 I was using the access cannula to extract the medication from the vial to syringe when the access cannula snapped as it was being pricked into the vial. The force was redirected and pricked my hand causing a skin tear. Please stick to the original grey access cannula. The new/ temp access cannula w/ a blue spike are troublesome to use. It also leaves the blue spike in the vial when done using, causing some safety issues as nursing has to carry the vial into pt rooms to scan. 2. The event occurred on 3/25/2025. 3. The lot number was 4305196 (B)(4). 4. The defective item was not saved and cannot be sent for further assessment. 5. Harm: the item pricked the hand of the clinical user. 6. To my knowledge, this issue of pricking a nurse has occurred once, but the instances of the blue point getting stuck in the vial has been almost every time it¿s used.